Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited missing electrograms (egm) which had an effect on the ventricular fibrillation (vf) onset evaluation. The supra ventricular tachycardia (svt) stability episode was inappropriately withheld therapy by the algorhythm. No action was taken, because the patient became deceased. The status of the device is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cause of death was due to pump failure (congestive heart failure) after the arrhythmic storm. There was no device performance problem. The device remains in the patient.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to stability algorithm. Analysis of the device memory had an observation relating to pr logic. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited missing electrograms (egm) which had an effect on the ventricular fibrillation (vf) onset evaluation. The supra ventricular tachycardia (svt) stability episode was inappropriately withheld therapy by the algorithm. The device remains in use. No patient complications have been reported as a result of this event.